Manufacturer narrative:
E4 (reporter also sent report to FDA?) Has been ticked "unknown" d1 has been updated. The cause of the major bleed was undetermined due to insufficient clinical details and no product return.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella and the reported event. The patient survived.

Event description:
An impella 5.5 was surgically inserted via direct aortic access in a 68-year-old male who presented for elective mechanical circulatory support placement in the setting of aortic valve disease and cardiogenic shock, scai stage d. The patient¿s medical history was notable for renal insufficiency. The patient required inotropes, vasopressors, and ventilator support. Postoperatively, the patient was noted to have chest tube bleeding following chest closure. Evaluation identified bleeding along the right sternal edge, with laboratory values consistent with coagulopathy. The patient received blood products, and hemostatic management was initiated. Heparin was held at that time. No bleeding was identified at the impella insertion site or at the aortic graft anastomosis, and the bleeding was localized to the sternum following chest closure. The patient experienced a major bleed requiring blood transfusion and hemostatic intervention. After a comprehensive review of the available information, the reported event is consistent with postoperative surgical bleeding and coagulopathy. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella and the reported event. The patient survived.